Event description:
While surgeon was using the laser, the plastic piece of the laser fiber broke off inside the patient. It was visualized by the surgeon and the surgeon visualized its removal from the bladder. This rn saw a plastic piece and it was removed from the field by the surgical tech and isolated by this rn. The laser fiber was fortec medical 1000 bare holmium fiber ref# (B)(4) lot# m17212 exp 02/28/2023.